Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor inserted the angio-seal vip according the manual, however the deployment of the anchor was outside the vessel. When he deployed the angio-seal; he heard two clicks, and he felt that the angio-seal had some resistance in the vessels wall. He pulled the angio-seal to set the anchor and deployed the collagen and suture. When he wanted to tapper the suture and the collagen, the doctor realized that the collagen was on the patient's skin, and it was coming out of the body. He then performed a surgical intervention to remove the anchor and collagen, and he manually compressed for 30 minutes. There was blood loss of 100cc, and the patient was harmed by small surgical intervention. The patient was reported to be stable, however, the patient had a large hematoma. The patient had to stay in bed for six hours instead of two hours, due to observation. The patient was able to leave the hospital the next day. The procedure outcome successful. There were no other devices or equipment used with the reported product.

Event description:
Additional information was received on october 26, 2018. The procedure being performed was a kissing stents aic. A 7fr sheath was used prior to the angio-seal. There were no issues with arterial access and a pre-deployment angiogram was performed. During withdrawal, the fibrin cloth and pusher were visible outside the patient. The patient does not have a history of a bleeding disorder; however, the patient does take clopidrogel daily. This was a single stick and the posterior wall of the artery was not punctured, and was not considered a high stick. The patient was given a heparine bolus 5000 eh during the procedure. There was no testing performed to diagnose the bleeding.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal device was returned for evaluation. Visual inspection revealed that the carrier tube assembly was returned mated with the sheath. The locator and plastic pouch were returned as well. The deployment sleeve was in the forward lock position and the suture was unwound. The tamper tube was released and the anchor was still attached to the suture knot at the suture end. The anchor was microscopically examined and no deformation were noted. The knot of the suture was found maintain its integrity as well. Some residual pieces of the collagen could be seen on the suture between the suture knot and the anchor. A known good sample of angio-seal carrier tube form a different lot was retrieved and the failure was attempted to be replicated. The new device was soaked in water and the swollen collagen was attempted to be torn off. The failure was able to be successfully replicated. The collagen was able to be manually removed without use of scalpel and the integrity of the suture knot was maintained. There is no evidence that this event was related to a device defect or malfunction. Based on the description of the event and the investigation results, it is likely that the device was not pulled into rear lock position and thus the deployment was not completed. This is likely due to the initial incorrect positioning of the device as described by the complainant. However, the exact cause of the reported event cannot be definitively determined based on the available information.